Event description:
Boston scientific crm received info that the pt with his device was driving home, parked his car and was found dead. It was unk whether the death was related to this device. It was thought the pt had a defibrillator.

Manufacturer narrative:
According to available info, this device will be returned for analysis. Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.